Event description:
It was reported after 2 hrs of use, saline was leaking from the handle.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a f/u report will be submitted. (B)().